Event description:
A report was received that the patient was experiencing discomfort and possible infection at the ipg site. The patient underwent an explant procedure.

Event description:
A report was received that the patient was experiencing discomfort and possible infection at the ipg site. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event:   model#: sc-8216-50, serial#: (B)(4), description: artisan surgical lead, 50cm; model#: sc-3400-30, serial#: (B)(4), description: infinion splitter 2x8 kit(30cm). The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional information was received that symptoms of infection were pus and oozing at the ipg and laminectomy sites. The physician felt that the patient¿s non-compliance to the prescribed prophylactic antibiotics from a previous revision had led to infection. It was also reported that the patient was already compliant with the prescribed antibiotics at this time. The infection was not device or procedure related.